Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient remembered that they had a surgery in their back a few years ago but the device that they have does not work anymore. The patient said they didn't have any doctor that follows up with the ins. No symptoms were reported. No further complications were reported/anticipated.